Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported receiving multiple inaccurate fill estimates since being on the t:slim pump, where they have slightly filled the cartridge with over 300 units of insulin. Customer reloaded cartridge and received an accurate fill estimate. Customer's blood glucose level was not impacted.